Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that the maxzero connector was placed onto the port. A device history record review could not be performed on model 10802688 because a lot number was not provided by the customer. A sample would need to be returned to do further investigating on the gravity set to determined why the saline would be leaking out. A root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one photo received and the maxzero can be seen on the port. A sample would be needed to do further investigating. Root cause description: a sample would need to be returned to do further investigating on the gravity set to determined why the saline would be leaking out. A root cause could not be determined.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: a port in the tubing was squirting saline so it was necessary to put a bd needless connector ref mz1000-07 onto the port. These ports also do not allow medications to infuse when syringes are attached.